Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of an incisional hernia, a composix ex mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the composix ex, which was allegedly infected and failed, and to repair the recurrent hernia defect. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent laparoscopic repair with implant of composix mesh e/x. Per operative notes, ¿the contents of the hernia were reduced which were incarcerated. Then a composix mesh e/x was placed in the abdominal cavity and tacked to the anterior abdominal wall.¿ (B)(6) 2016 - patient was diagnosed with infected laparoscopic mesh thereby underwent repair with gastric by-pass surgery and had mesh explanted. Per operative notes, ¿during laparoscopic gastric by-pass surgery, surgeon cut into the mesh because patient failed to inform about the previous mesh repair. The umbilicus had a fistula tract associated with chronic wound infection and there was exposed mesh in the fistula tract indicating the infected mesh with small bowel adhesions. The mesh was then dissected off the anterior abdominal wall and the posterior sheath. All the small bowel adhesions were freed from the mesh, then the mesh was able to be resected from its entirety and the hernia defect was repaired by using biological mesh.¿ attorney alleges that the patient had adhesions, fistulae and infection.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence and infection. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of composix mesh e/x, patient had adhesions, fistula, infection thereby underwent repair with mesh removal. The instructions-for-use supplied with the device identify adhesions and fistula as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence and infection. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of an incisional hernia, a composix ex mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the composix ex, which was allegedly infected and failed, and to repair the recurrent hernia defect. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.